Event description:
This is in regard to johnson and johnson handling of defective products, which poses a threat to public health and safety. Despite being aware of the tremfya one-press¿s (autoinjector) design and manufacturing defect, jnj continued distributing the product, resulting in over 100 reported serious injuries. Rather than addressing the issue promptly, they downplayed the risk, claiming the number of injured patients was small compared to total sales, prioritizing financial benefits over public health. They lack clear oversight of how many defective products remained on the market. Additionally, there is another product tremfya varioject, that used in ongoing clinical trials in small children! This product has a similar design and manufacturing issues, yet no action has been taken. This issue has been ongoing for many years. It is deeply concerning that jnj safety, compliance and regulatory organizations appear to be asleep at the wheel allowing such negligence to persist without intervention. Refer to react pam/qrb (B)(4) and react (B)(4).